Event description:
The surgeon provided additional info indicating he felt the lens power was the same as stated on the label. He considered the unexpected post-op refraction may have been caused by the intraocular lens being positioned more forward than usual. The pt has recovered.

Event description:
A surgeon reports performing a lens exchange due to unexpected postoperative refraction. A 21.5 diopter lens was used for the initial implant surgery. A 23.5 diopter lens was used as the replacement lens. Add'l info has been requested.